Event description:
It was reported by repair work order that the ground path was compromised due to the sheathing on the power cord being torn. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
During the investigation, a second issue was discovered. The executive summary has been updated to reflect this information. There was no change to the method, results and conclusion sections.

Event description:
It was reported by repair work order that the ground path was compromised due to the sheathing on the power cord being torn. It was also reported that the scale was inaccurate due to malfunctioning load cells. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.